Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes that the vacuum was too strong and caused the patient's vein to collapse. This occurred an unspecified number of times in pediatric patients who were low weight, dehydrated, or really ill. Samples were recollected. There was no other health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.